Event description:
It was reported that during a laparoscopic procedure, the clip did not approximate; the clip would not hold. Another device was used to complete the procedure. No adverse consequences reported. There is no additional information available.

Event description:
It was reported that during a percutaneous interventional (pci) procedure withdrawal difficulties occurred.the unspecified target lesion was located in the "a.femoralis". A express-vascular ld, pmtd 8.0x30x135cm was implanted to treat the target lesion. The stent was considered to be fully deployed. During withdrawal of the stent delivery system (sds), the sds could not be removed and had to be removed together with the unknown introducer sheath. The stent remained implanted. There were no patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.